Event description:
N/a

Manufacturer narrative:
UDI information - (B)(4) product was returned to johnson & johnson for failure analysis, and the following was performed on the returned unit: the perforator unit was visually inspected using the unaided eye. No anomalies were observed. IFU testing procedure lcn 205434-001 was performed with no observed anomalies. Testing included: applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. When engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. Ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing per internal procedures was performed using the same protocol the unit underwent at finished goods testing prior to release. The unit was found to perform as intended, and passed acceptance criteria, which includes evaluation of the disengagement feature and any erratic or poor cutting action. In the failure analysis performed, the returned unit was found to meet all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the complaint background, when the surgeon operated using the perforator, the blue sleeve fragmented. The cause cannot be confirmed, as no issues relevant to the failure were noted from the DHR review, trending, or failure analysis, and proper finished goods testing was performed prior to release as indicated in the DHR. The risk remains acceptable per the risk analysis. Between (B)(6)2019 and (B)(6)2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA(B)(6) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july (B)(6) 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the ous affiliate that the perforator was used as per the IFU. The angle was correct, and the bone was normal. The concomitant drill was midas. However, during use, the blue plastic part was shaved and the fragments spread on the facia. So the fragments were removed as much as possible by flushing and suction. It was unknown if all the fragments were completely removed from the lesion. No further information was provided by hospital.